Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was removed without problem. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition.